Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. It was observed that all button key contacts were inverted. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have required multiple presses with more force to obtain a response. She stated that all buttons bounce and spring back as expected. The family member denied physical damage to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that the patient wears the pump in her bra.